Event description:
A 2.25mm x 12mm endeavor sprint rx drug-eluting stent was inserted into a patient for treatment of a moderately tortuous and moderately calcified lad lesion. Pre-dilatation was not carried out. It is reported that the stent failed to cross the lesion. The physician attempted to remove the device from the patient. However, it was not possible to pull the stent through the sheath and the stent dislodged from the balloon. The dislodged stent remains in the patient. Patient's status is reported to be fine, post procedure. No clinical sequelae were reported. The dislodged stent remains in the patient and it has been confirmed that the stent delivery system is not available for evaluation. Cine images were received for evaluation. No images were captured of the advancement, attempted placement, or retraction of the endeavor sprint device from the lesion. However, from review of the procedural images, the lad appeared quite narrow in places indicating the presence of stenosis / calcification which may have impacted on the stent retention of the device during the procedure. It is also possible that the angle of delivery impacted on the reported event and that as the sds was withdrawn proximally from the patient, the stent slipped distally off the balloon. Images were captured of the attempted withdrawal of the sds into the guide catheter and it is possible to see the dislodged stent distal to the marker bands.

Manufacturer narrative:
Results: moderate calcification and tortuosity. Pre dilatation not carried out. Stent dislodged. Conclusions: moderate calcification and tortuosity. Predilatation not carried out.